Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the doctor in the ICU pre-inflated the patient before placing the tracheostomy tube, and no leakage was found. The following day after the patient was connected to the ventilator, the machine prompted and alarmed. It was then found that the airbag was leaking. After replacing the new tracheostomy tube, it was used normally. No harm was caused, and no measures were taken.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.